Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) connected with the customer and confirmed that the system did not turn on. Upon troubleshooting, rse instructed the customer to check the power panel and mpdu¿s f1 switch before turning the equipment on. After which, the system was returned to good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system does not turn on. The device was outside clinical use at the time of the event. No patient harm was reported.